Event description:
It was reported that a chest radiography showed insulation wear on this right ventricular (rv) lead. A potential replacement procedure was considered. Further information was received confirming this rv lead was explanted and replaced. This product is not expected to be returned for analysis as it was recycled by the explanting hospital. No additional adverse patient effects were reported.